Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the PICC line fractured proximal to the fixation device. The child patient then had this PICC line completely removed and replaced with another PICC line to continue treatment. Aside from the additional procedure to replace the device, no adverse effects to the patient were reported.